Event description:
As reported by an edwards lifesciences field clinical specialist, during a right-transfemoral tavr procedure, there was difficulty advancing the 23mm sapien 3 ultra valve and commander delivery system out of the 14fr esheath+. When advancing the delivery system out of the distal tip of the sheath, the delivery system "jumped a bit upon exiting". The valve was successfully implanted without incidence. Delivery system and sheath were removed as a single unit without issue. Upon removal of the sheath, it was noted that the tip of the sheath was torn. Digital subtraction angiography (dsa) was performed and no injury to the aorta was noted. The patient left the room in stable condition.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional code added to h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Pre-procedural imagery of the patient's anatomy was provided, and the following was observed: tortuosity present in the patient's right access vessel. Image of the device was provided, and the following was observed: radial and axial distal tip tear with sheath shaft material stretching. Through extensive investigation on esheath/esheath+ distal tip reported complaints with evidence of radial tip tearing, the root cause has been determined to be attributed to inherent variability in tip scoring/expansion, patient factors, and/or procedural factors. There are no confirmed manufacturing nonconformances identified. Radial tip tears have also been shown to potentially lead to secondary complications/failures. The torn sheath distal tip was confirmed based on the provided imagery. Available information suggests variable tip expansion and patient factors (tortuosity) likely contributed to the event as tortuosity was observed in the patient's right access vessel. This reported event is characteristic of tip expansion variability that may occur as a result of normal/inherent variation in the manual tip scoring process, which may potentially result in interference between the valve and sheath tip. Tortuous patient anatomy can exacerbate interference between valve and sheath tip by promoting non-coaxal alignment between devices, which can cause the valve struts to catch onto the sheath distal tip, increasing resistance during advancement, and tearing the tip. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.